Event description:
During the procedure, the device wouldn't apply clip when the surgeon utilized it. When clip attempted to be applied it fell off into patient. The surgeon retrieved the clip and then tried a second time to apply a clip, which resulted in the clip again not working and falling into patient and being retrieved. The device was removed from the field and a new device was utilized. It is unknown if the new device was of the same or different lot.what was the original intended procedure?laparoscopic cholecystectomy; intraoperative cholangiogram.device #1is this a laboratory device or laboratory test?no.